Manufacturer narrative:
Contacted consumer to retrieve toothbrushes, but consumer had thrown the toothbrushes away.

Event description:
Purchased two cvs toothbrushes one of them broke while in use and the second one the bristles moved out of place and was unusable and rough on the gums.